Event description:
The customer reports that the ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and worked with ocd 2nd level support to resolve the issue. The fe completed a pm and installed modifications 20, 21, and 29. The fe replaced the gripper pins and springs as a preventative measure. Diagnostics was completed successfully. Qc was run and accepted by the customer. Repairs have returned the instrument to expected operation. (B)(4).